Manufacturer narrative:
B3. Date of event - asked but unknown continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: etlw1613c156e, serial/lot #: (B)(6), ubd: 06-apr-2025, UDI#: (B)(4); product ID: etlw1613c146e, serial/lot #:(B)(6), ubd: 15-dec-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported endurant iis stent graft system was implanted during the endovascular treatment of an abdominal aortic aneurysm. The patient reported to the physician to have experienced renal failure on an unknown date after the original implant. Additionally, the patient was noted to have an unknown endoleak identified on an unknown date. Intervention was performed approximately 2 years post-index procedure. The left hypogastric artery was coiled and the left distal seal was extended into the left external artery with a etlw1610c93e limb. The endoleak type could not be determined and it is unknown if it has successfully resolved after the intervention. No additional sequelae were reported and the patient will be monitored.